Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the x-arm belt loose. Fse adjusted belt and verified hold and pull force. The instrument was tested without further problem and was returned to expected operation.